Event description:
A malfunction alarm was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact support again if any issues reappeared.